Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 14-jun-2023. H6: investigation summary: it was reported there was leakage on the needle. To aid in the investigation, one sample with the plastic shield, but no packaging blister, and one photo was provided for evaluation by our quality team. A visual inspection was performed with 10x magnification and there is a molding short shot 3/8" from the bottom part of the needle hub. The sample was then connected to a syringe with saline solution. The unit has leakage through the molding short shot. The photo provided shows the sample received. After analysis of the sample and the molding tool it was determined that stripper bushing wear contributed to the symptom. A device history record review was completed for provided material number 305107, lot 1300553. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The stripper bushing was replaced on (B)(6) 2023. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported while using bd precision glide¿ needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: one of their client sent the complaint that there is leakage on bd needle. The client says that there are around 10 defective needles. Client is able to fedex 1 needle back to bd for investigation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd precision glide¿ needle leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: one of their client sent the complaint that there is leakage on bd needle. The client says that there are around 10 defective needles. Client is able to fedex 1 needle back to bd for investigation.